Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and past similar case, omsc surmised that the reported phenomenon was attributed to the following mechanism. The moisture that has entered the inside of the subject device from the universal cord has reached the video connector. The moisture caused the failure of the printed-circuit board inside the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic surgery procedure, it was found that the scope communication error b30 was displayed. The user facility replaced the subject device with another device and completed the intended procedure. The procedure was not delayed more than 15 minutes. The subject device was used with a video system center (cv-190) there was no report of patient injury associated with the event.